Event description:
The patient had about 2 and a half weeks of distraction when she heard a pop. The wire had broken on one side of the mouth. The doctor took out the broken piece and left the rest of the arm intact. There was a break of the activation wire on the other side. In (B)(6) 2013, the doctor started to explant the broken wire. He began changing the arms of the distractor and it also broke. He put a plate on this side. The broken activation wires and distractor were sent back for analysis.

Manufacturer narrative:
In the past year, there have been no other complaints related to breakage of the logic activation wire 62 mm or the logic distractor right 24 mm. The returned complaint distractor was measured by an engineer and found to be 23 mm distracted. It is possible that someone manually distracted it further after removal from the patient which led to the 23 mm distance measured by the engineers. However, it is more probable that the healthcare professional would not have manually distracted it any further after explanting it and returning it to us for eval. The implants were in place for 19 days. If distraction began one day after implantation, this would indicate that the implants were in place for eighteen days. The typical distraction rate is 1 mm/day, which would give a total of 18 mm of distraction. Both of these lines of reason point to the logic distractor being distracted beyond the 15 mm safe distance as stated in the IFU. The IFU has specific detailed instructions for the logic mandibular distraction system which must be followed carefully. The IFU states that failure to follow distraction instructions may cause patient harm or device damage. Advancing the distractor too far will result in excessive torque and possible damage when attempting to return the distractor to the starting position. The most probable root cause of the breakage was due to the surgeon not following the IFU.